Event description:
Major pump unit(s) involved: blood pumpspecific component(s) involved: inflow graft malfunction/malposition

Event description:
Major pump unit(s) involved: blood pump. Additional text: circumferential inflow tract thrombus of the motor. Specific component(s) involved: inflow graft malfunction/malposition. Additional text: thrombus. Causative or contributing factor: no specific contributing cause identified. Intervention(s): replacement of inflow graft; replacement of outflow graft; replacement of pump. Implant device type: lvad.